Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample generated the following architect stat high sensitive troponin-I assay result: 269.3 pg/ml ((B)(6)141). The sample retested at 2.0 pg/ml ((B)(6)). Both results are from the same sample. The customer believes the initial result to be falsely elevated. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect i1000sr analyzer. The fse found that the black plastic arm retainer, which joins the pipettor arm to the main pipettor assembly, was loose. The arm retainer was reinserted into the pipettor arm to resolve the issue. The pipettor assembly (part number (B)(4) was identified as the most likely cause of the customer issue. Subsequent instrument operations were acceptable. No returns were available from the customer site. A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. Accuracy testing was performed using an in-house retained sample of architect stat high sensitive troponin assay reagent lot 70302ui00. All acceptance specifications were met, indicating acceptable performance of this reagent lot. The architect system operations manual and the architect I-system service and support manual as well as the architect stat high sensitive troponin-I assay package insert provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified. Concomitant medical products: assembly, pipettor, complete with lls cable plug (rohs), ln: 7-97004-03, sn: (B)(4).